Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays vent inoperable, motor fault, low peak inspiratory pressure, low minute ventilation, and high rate alarms. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to defective resistor within the assembly (B)(4). This issue will be internally investigated within carefusion.